Event description:
It was reported that there was a disconnection between (2) titanium adapters and (2) peritoneal dialysis (pd) transfer sets. This was observed during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.